Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site and lead site. Symptom was drainage from both incision sites. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.